Manufacturer narrative:
(B)(4). Batch # p56k5d. Device evaluation: the analysis results found that the ntlc75 instrument was received with no apparent damage and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 1 driver up and the remaining drivers were down with staples present. In addition left gripping surface broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, the knife stopped on the way of the first firing. Another competitive device was used to complete the case. There were no adverse consequences to the patient.